Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly of the device, it was confirmed that the device had a motor that was from a non-stryker repair. Upon further inspection, it was confirmed that the motor assembly was worn. The presence of non-stryker repair work and a worn motor assembly is likely to cause or contribute to the device without user activation.